Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred and the stent was explanted. Percutaneous transluminal angioplasty was performed with anterograde approach. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 7 x 40 x 75 innova¿ stent was advanced and deployed to treat the lesion. The procedure was completed without issue and a non-bsc device was used during hemostasis. Post-procedure, the physician accidentally sutured the proximal part of the stent with the non-bsc device causing the stent to be deformed. The deformed stent was then removed through cut down from the patient's body via the inguinal region. After the removal of the stent, there was no action needed. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a stent and no other devices. The innova stent delivery system was not returned. The stent was examined for damage. Examination did show that the stent had fractured struts on one end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred and the stent was explanted. Percutaneous transluminal angioplasty was performed with anterograde approach. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 7 x 40 x 75 innova¿ stent was advanced and deployed to treat the lesion. The procedure was completed without issue and a non-bsc device was used during hemostasis. Post-procedure, the physician accidentally sutured the proximal part of the stent with the non-bsc device causing the stent to be deformed. The deformed stent was then removed through cut down from the patient's body via the inguinal region. After the removal of the stent, there was no action needed. No further patient complications were reported.